Event description:
It was reported that during insertion of the device, it became caught on the wire. As a result, the device was removed and another kit was opened and used without complications. There was no delay in treatment, no patient death and no complications reported. Additional information received on 9/24/2010 from the clinician stated they were attempting to place the catheter into the patient's fistula. They were placing the catheter over the wire. When they tried to remove the wire, it began to stretch. As a result, everything was removed as one and the procedure was started over with a new kit. The second attempt was successful.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.